Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a "replace sensor" error message was received with the adc device. The customer was contacted by adc customer service and they indicated that due to the reported issue, they were unable to obtain glucose readings and experienced hypoglycemia symptoms with a loss of consciousness. The customer was provided oral glucose by a non-healthcare professional for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that a "replace sensor" error message was received with the adc device. The customer was contacted by adc customer service and they indicated that due to the reported issue, they were unable to obtain glucose readings and experienced hypoglycemia symptoms with a loss of consciousness. The customer was provided oral glucose by a non-healthcare professional for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation has been performed for the reported complaint. Performed a visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and signal low error message along with a drop in glucose and temp values were observed, indicating that the sensor tail loss of contact with interstitial fluid due to temporarily unseated puck on body. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted..